Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  when patient had MRI in december and then again in june, they experienced mild electrical stimulation when MRI started so  technician stopped the MRI. Patient said wasn't ever told about placing into MRI mode beforehand, said her doctor said that patient can have MRI. Patient said for the first MRI didn't tell the MRI facility that she has implant however did tell the 2nd time however patient didn't know about MRI mode so that wasn't done beforehand. Patient reports that since the first MRI, every once in a while will experience increased stimulation sensation like it was during the MRI. Patient said has adjusted the setting. The patient was redirected to their healthcare provider to further address the issue. Patient to call hcp office, speak to nurse and ask that they document what she has been experiencing since MRI and check with hcp if hcp would like to see patient. No further complications were reported at this time.